Event description:
Ous MDR - after an implantation time of about 9 months, shock impedance values >150 ohm were reported. The lead and the ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. The distal fragment, including the shock coils, was not available for analysis. The rope conductor to the vcs shock electrode showed a conductor fracture in the connector area and can with high probability be regarded as the cause for the high shock impedance. This damage manifestation indicates significant mechanical stress during the operating time of the lead. The position and type of external fraying area characteristic of a simultaneous occurrence of strong pressure and friction of the lead at the ICD housing. Here were no indications of material defects or manufacturing errors for either the lead or the ICD.